Event description:
It was reported a vns therapy patient was "having difficulties with her seizures." The relationship of the patient's current seizure activity level to pre-vns levels is unknown. A battery life calculation revealed the generator was 0.38 years until the elective replacement indicator read "yes." Good faith attempts to obtain additional information have been unsuccessful to date.